Manufacturer narrative:
Covidien reference number (B)(4). The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and could not duplicate the alleged malfunction. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that during the transport of a patient, the compressor on a 980 ventilator was turning on and off. Information regarding the intervention taken on the behalf of the patient and the patient outcome has been requested however, this information has not been provided.